Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced an embolization of a 5/4 mm amplatzer duct occluder (ado) 24 hours post implant which required a repeat catheterization for retrieval. The patient experienced hemodynamically significant bleeding in the retroperitoneal space which required surgical evacuation. The patient was found to have a laceration of the iliac artery related to the 7f amplatzer torqvue 180 delivery system (dtv180) that was used for the ado retrieval. The patient developed left foot ischemia which required amputation secondary to the vascular injury.

Event description:
The patient experienced an embolization of an amplatzer duct occluder (ado) 24 hours post implant which required a repeat catheterization for retrieval. The patient experienced hemodynamically significant bleeding in the retroperitoneal space which required surgical evacuation. The patient was found to have a laceration of the iliac artery related to the 7f amplater torqvue 180 delivery system (dtv180) that was used for the ado retrieval. The patient developed left foot ischemia which required amputation secondary to the vascular injury. Please reference MDR# 2135147-2015-00136 for the dtv180.